Manufacturer narrative:
H6; code 400: damaged firing mechanism. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: any other noticeable damage n/a, batch number n/a, cartridge pan in place/condition n/a, condition of drivers n/a, lockout tabs on pan condition n/a, position/condition of wedge sleds n/a. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism broken, condition of knife good, condition of wedge bands good, is hyper lockout condition present no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device would not fire. There was no pt consequence.